Manufacturer narrative:
Examination of the returned product confirmed the reported breakage. Visual examination confirmed the 513-5226-01 rod component and 513-5226-02 handle component are disassociated at the weld. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The current returned device was manufactured in may 2008, prior to the supplier corrective action in june of 2009. No additional corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: tc3 revision (case reference (B)(4)). Trial stem extractor broke whilst being used with trial stem. No delay in surgery. No impact to patient. Surgeon used alternative instrument.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.